Event description:
It was reported that a ventilator audible alarm malfunctioned. The ventilator was not being used on a patient at the time of the event. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse reseated the connections at the graphic user interface (gui) alarm speaker, which resolved the reported issue.